Event description:
The patient reported that the pump does not seem to deliver all of the insulin from the cartridge. Follow up attempts to troubleshoot the issue have been unsuccessful. This report is made because, there is a allegation that the pump may not be delivering correctly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/22/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The pump was exercised for 29 hours with no delivery issues occurring. During testing, the pump accurately calculated the remaining insulin reading. During investigation, the pump was primed until 20 units remained; the pump appropriately emitted a "low cartridge" warning, and the remaining insulin reading was correctly calculated at 20 units. There was no defect found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.